Event description:
Patient called lfs on 6/2/03 alleging the ot basic meter was reading inaccurately low. Medical affairs spoke to the patient and patient provided the following information: in 2003 patient received a result of 5.5 on the meter. Ptient felt the meter was reading inaccurately low and patient did not trust the meter so patient stopped using it. Patient continued to take the set amount of glucophage and actose. Patient stated that on the first day of not using the meter patient took the insulin based on feelings rather than the sliding scale and on the second day of not using the meter patient did not take any insulin. In one evening in 2003 patient was washing dishes and fainted. The paramedics were called and paramedics tested the blood sugar. The result was 400 mg/dl. Patient was taken to the ER where patient was treated with insulin. Patient was released the following morning with a blood sugar reading of 200 mg/dl. It was discovered during troubleshooting that the meter was set to incorrect unit of measurement. The patient does not remember changing the time or entering the set-up mode. The meter has been replaced for the patient. No further information has been reported.